Event description:
Healthcare professional reports a left side capsular contracture baker grade IV and bia-alcl. Pathological markers cd30+ and alk- have been received. The device has been explanted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV and bia-alcl.